Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 30 in the mouth, there was a bone defect and no primary stability. Clinician reports periodontal disease and poor bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 30 in the mouth, there was a bone defect and no primary stability. Clinician reports periodontal disease and poor bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).